Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this left ventricle (lv) lead experienced phrenic nerve (diaphragmatic) stimulation. As a result, a revision procedure was performed, and the lead was repositioned. No additional adverse patient effects were reported.